Event description:
The user facility reported a 80-year-old male was implanted with an impella cp for percutaneous coronary intervention (pci) it was reported that the patient with low platelets developed continuous oozing at the access site of the left femoral artery. A pressure dressing was placed with angle insertion maintained. Two rbc (red blood cell) units were required.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.